Event description:
The enterprise stent (enf452200/10338331) was not advanced in the prowler select plus microcatheter (606s255fx/16033540). Therefore the stent and microcatheter were removed together from the patient. The stent did not kink or bend at any time prior to the resistance/friction. The microcatheter did not kink or bend at any time. When the device was removed from the patient, there were no damages on any part of the device. An adequate continuous flush was maintained through the catheter at all times. Other products were not used successfully with the same microcatheter. The introducer was fully seated and secured in the microcatheter hub during introduction of the device into the microcatheter. No patient or vessel code information provided.

Manufacturer narrative:
A non-sterile select plus 150/5 cm 45 shape was received coiled inside of a plastic bag. The hub was inspected and no damages were noted on it. The body of the device was inspected and it was found kinked. The ID from the microcatheter was measured and was found within specification. The microcatheter was flushed using a lab sample syringe (nipro) and after that a 0.018¿ a guide wire lab sample was introduced into the microcatheter and it advanced smoothly until the microcatheter's distal tip. Resistance/friction was felt when the guide wire was passing through of the kinked sections of the microcatheter. After that the microcatheter was flushed again and a lab sample enterprise was introduced into the microcatheter and it advance smoothly until the microcatheter's distal tip; resistance/friction was felt when the lab sample enterprise was passing through of the kinked sections of the microcatheter. Review of lot 16033540 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported failure that the stent could not be advanced through the microcatheter was not confirmed during the functional test. The cause of the failure experienced by the customer appears was due to the kinks found on the microcatheter but this and the damages found on the device could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevent these kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
Review of lot 16033540 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.